Event description:
The advocate reported that at 10:25 a.m., the customer obtained a reading of 260 mg/dl on a contour next ez meter. The customer performed retesting at 10:28 a.m. On a different meter and obtained a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.